Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR? Device not returned.

Event description:
It was reported that the customer was inadvertently connected to the infusion set tubing during the fill tubing process. Customer and family were aware that they overrode a warning from the pump at 30.2 units. Pump filling was stopped at approximately 44 units. Customer inadvertently received approximately 25 additional units of insulin. Customer's blood glucose level was not provided. Customer was admitted to the hospital and intravenous glucose was administered. After a couple of hours, customer was discharged. Customer and contact were aware that the event was caused by use error.